Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right ventricle lead exhibited over-sensing noise and r-wave amplitude variation. Programming changes were made to address r-wave amplitude variation. There were no patient consequences reported.

Manufacturer narrative:
Further information was requested but not received.